Event description:
The info initially provided by the distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Date of surgery: unk. Body part to which device was applied: unk. Event description: per tm - during a case they opened a 10/150 nail (code 99-t770150) and the compression mechanism in the nail was not depressed. In trying to correct this defect in the nail, the doctor broke the locking driver (code 177301) and the compression driver would also not correct the problem with the nail. When inserting the new nail, the slotted mallet (code 177380) white plastic part separated from the body. On (B)(6) 2013 orthofix srl rec'd the following add'l info: no adverse effects to pt, dr used larger nail, immediately available, to complete the surgery. Dr was not happy to use larger nail. The surgery delay was about 5 mins. No add'l surgery required. Territory manager stated that she would try to obtain copies of the operative report and copies of the x-rays from the dr's office, however, she wasn't sure she could them. The pt is doing well. Please also kindly refer to MFR reports 9680825-2013-00038 (device code 99-t770150) and 9680825-2013-00039 (device code 177301). (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of (B)(4) mallets. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this device code. Technical eval: the technical eval on the returned device is currently on going. Medical eval: the info available on the case was sent to our medical evaluator. A preliminary medical eval is currently ongoing and will be finalized once the results of the technical eval will be available. MFR comments: orthofix srl has requested further info on the event such as copies of the operative report and copies of the pre and post-operative x-rays to finalize the medical eval. Unfortunately, this info has not yet been made available. As soon as further info will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.